Event description:
The consumer reported receiving burns to her back and hip from the heating pad. She states the burn on her hip was roughly 3 inches across. The consumer did seek medical advice and was prescribed burn cream to apply. Burns of this nature are due to the consumer laying or leaning against the heating pad which is contrary to proper use instruction.